Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147., corrected data: h6 codes.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device analysis: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's problem was not duplicated. Run three accuracy tests, the pump was found to be within manufacturing specifications. However, found fluid ingression on pump by chassis base of the expulsor, which possibly damaged into the gasket and caused an inconsistent delivery issue. Service recommended an expulsor assembly to be replaced. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device failed accuracy by 6.35 percent during testing. There was no patient, or clinician injury associated with this event.